Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had air in the tubing. Customer also reported "can't say 0 percent for insulin. Have to unplug raising risk of infection". The customer declined to provide further information/clarification and declined tandem technical support's offer to troubleshoot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
There was no reported use error.